Event description:
During surgery the handle of the instrument broke. Black dust from the handle was present in the wound which was irrigated and antibiotics were given.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.